Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the day of the event, the cgm readings began to decline rapidly, reaching 70 mg/dl and continuing to fall. The patient was unable to confirm his bg level at that time due to the lack of test strips. Although the patient reported feeling well initially and did not experience symptoms, he became concerned as the cgm readings continued to decrease. In response, he consumed a large amount of food in an attempt to raise his glucose level. Despite reporting no symptoms, the patient presented to the hospital. At the time of a fingerstick measurement, the cgm displayed a reading of 40 mg/dl, while the blood glucose value measured 359 mg/dl. The patient was treated with intravenous fluids and saline. He was discharged approximately three and a half hours later. At the time of reporting, the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.